Manufacturer narrative:
Results: blown power entry module fuses.

Event description:
It was reported in the service report that there was no power to the bed. No pt involvement or adverse consequences are reported.